Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the high voltage cable assembly. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the screen went black when going to the lateral view during procedures. No pt injury was reported.